Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2016. Patient fell from her own height and had pain and functional limitation. Revision due to periprosthetic fracture.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the revision reported was likely the result of the patient's fall, which created a periprosthetic fracture, pain, and decreased functionality of the hip.

Event description:
Index surgery: (B)(6) 2016. Patient fell from her own height and had pain and functional limitation. Revision due to periprosthetic fracture.